Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent rapid decreases in blood glucose from approximately 250¿275 mg/dl to about 47 mg/dl within 45 minutes while using the ilet system with a g7 continuous glucose monitor (cgm), after allowing the pump to dose automatically without announcing meals; the user requested and completed a guided factory reset and re-setup, and meal announcement practices. No adverse clinical symptoms associated with hypoglycemia and episodes of high glucose. Outcomes included on-call troubleshooting and education without hospitalization. Investigation included technical support review, user interview, and device setup verification steps during the reset and reconfiguration process. Investigation of this case revealed no device malfunction and identified user technique as the contributing factor, specifically missed meal announcements leading to excess correction insulin and subsequent hypoglycemia, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.